Manufacturer narrative:
This report has been identified as b. Braun (B)(4) ag (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility information by (B)(4) sales organization in singapore: "overinfusion" according to the customer: "pump was on kcl infusion therapy with intended rate of 100ml/hr for the entire duration of therapy user complained of the pump having the wrong rate being used to infuse into the patient. Based on history log , prior to the incident period, rate was consistently at 135ml/hr. On (B)(6) 2022, line no. 3117, a new rate of 100ml/hr with 100ml vtbi was entered. The rate was maintenance at 100ml/hr till the end of the therapy patient's condition was not affected."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device was not available. Only the history data was sent for investigation. The device history files were analyzed. The history files at (B)(6) 2022 were investigated. At 03:04 am a new vtbi 540,00 ml was set and the infusion was started. With a rate of 150,00 m/h. Between 03:04 am and 02:51 pm the infusion was started and stopped several times. At 02:51 pm a new vtbi 100 ml and time 01:00 hours was set. A few seconds later the infusion was started. Between 02:51 pm and 06:51 pm the infusion was stopped correctly 3 times by reached the set vtbi. In addition, the infusion was interrupted several times by a pressure- or upstream alarm (reason for those alarm could not be clarified). Furthermore, the infusion was interrupted several times by pressing the start/stop button (reason for that could not be clarified). Furthermore, no anomalies inside the history files could be detected. The complaint could not be confirmed. Summing the history investigation, no anomalies could be detected. This report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.